Manufacturer narrative:
The qc was within lab's established ranges prior to the event. Service performed ion-selective electrode (ise) modification per pca report number (B)(4). FDA recall number (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high sodium (na) and chloride (cl) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. The samples were repeated and lower results were obtained. The customer only provided one na example which had initial run result of 150 mmol/l and upon repeat a 140 mmol/l was obtained. Patient treatment was not impacted by this event.